Manufacturer narrative:
Cts generated a service request for instrument. A bci field service engineer (fse) found interconnect tubing (tubing assembly #142) on valve v12 leaking. Fse replaced the tubing and cleaned up the hydro. Repair was verified per established procedure.

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) to report receiving waste exit sump not draining. The customer, upon removing the hydro drawer, noticed the presence of fluid on the bottom of the drawer. No injury or exposure was reported.